Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the pump powered on to the verify screen appropriately. The pump performed the rewind, load, and prime step successfully. A 10 unit bolus was performed from the pump with a duration of 1.5 hours. The bolus was found to be correctly reflected in the insulin on board status screen. At the end of the 1.5 hours, the pump insulin on board status screen correctly reflected 0.00 units.

Event description:
It was reported the patient alleged concerns with the insulin on board calculations of the pump, and calculations of the bolus doses. There was no adverse event associated with this issue. The issue was not resolved during the initial telephone call, therefore, this complaint is being reported.